Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of power supply burnt out- device will not power on was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the customer had borrowed a power supply from a spare station and installed it in another station. The fse replaced the spare power supply. During dchu visual inspection p/n 136616-03: was received with thermal damage on power supply board and chassis. During dchu testing p/n 136616-03: the testing from dchu was not necessarily due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es failed to power on and the user experienced burning smell from the power supply unit. As per part investigation, it was determined that there was thermal damage observed on the power supply board. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es failed to power on and the user experienced burning smell from the power supply unit. As per part investigation, it was determined that there was thermal damage observed on the power supply board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h manufacturer narrative. Part analysis: the reported condition of "power supply burnt out- device will not power on" was not confirmed during field service engineer (fse) inspection. However, thermal damage was identified during the dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the customer had borrowed a power supply from a spare station and installed it in another station. The fse replaced the spare power supply. During dchu visual inspection p/n 136616-03: was received with thermal damage on power supply board and chassis. During dchu testing p/n 136616-03: the testing from dchu was not necessarily due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage on power supply board, which compromises the proper functionality of the whole assembly.